Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one thousand and twenty-five (1025) micro-volume with luer lock end syringe inlets had particulate matter in an unspecified location. The particles consisted of hair, fibers, or black spots. This was observed during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.